Event description:
It was reported a pericardial effusion occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access system and watchman laa closure device and delivery system were used. When they were about to deploy the device, the system became unsnapped. They attempted to re-snap the devices together and there was some forward movement in the laa with the feet of the device exposed. Once snapped, they started to deploy the device and observed the feet were crossed as the device did not flower like normal. The patient's blood pressure dropped and a pericardial effusion was noted. The feet of the device were about 3 mm in the back wall of the laa. Pericardiocentesis was performed and 1200 cc of blood was removed. The physician decided to release the device. The patient went to the intensive care unit and was doing fine.